Event description:
Healthcare professional reported "no complaint via mammogram". Later healthcare professional reported "there was aesthetic breast deformity, "large breasts, deformity present for 1 year", "asymmetry", "patient has been experiencing sensations radiating through her arms" and baker grade ii capsule (palpable deformity, no visible deformity) and baker grade iii capsule (palpable and visible deformity, no pain) via operative and doctor´s report". Later healthcare professional reported "discomfort, pain and capsular contracture baker grade iii". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the manufacturing process. Hypoesthesia: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d4, d9, g1, h3, h4, h6.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported "no complaint via mammogram". Later healthcare professional reported "there was aesthetic breast deformity, "large breasts, deformity present for 1 year", "asymmetry", "patient has been experiencing sensations radiating through her arms" and baker grade ii capsule (palpable deformity, no visible deformity) and baker grade iii capsule (palpable and visible deformity, no pain) via operative and doctor´s report". Later healthcare professional reported "discomfort, pain and capsular contracture baker grade iii". This record is for the left side. Device was explanted and replaced.